Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range shock impedance greater than 125 ohms. No other changes in measurements were observed but testing was done and the out of range value remained stable. Boston scientific technical services (ts) discussed that it is common to see higher shock impedance values in single coil leads and that the gradual change suggests the increase is not likely due to a lead integrity issue. The out of range limit of the shock impedance was increased. The physician plans to schedule a follow-up with the patient to perform a commanded shock. This rv lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that indicated that a follow-up took place and a commanded shock was performed. After the commanded shock was delivered the shock impedance dropped to within normal limits. The physician will continue to monitor the system via the remote monitoring system. No additional adverse patient effects were reported.